Event description:
It was reported that a patient currently receiving hospice care had a right ventricular (rv) lead that exhibited a lead integrity alert (lia) due to high impedance levels and no capture. A possible lead fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).